Event description:
N/a.

Manufacturer narrative:
The device history record (DHR) of fg lot 4619477 was reviewed and no anomaly was found during the manufacturing process that could cause or be related to the reported condition. The reported lot number has not been involved in any other complaint investigation. In addition, the latest recover of the microorganism annual evaluation was reviewed and this specific organism was not found in the collagen area. There are controls in place during the process such as gowning practices, manufacturing/packaging controlled rooms, area and product monitoring, bioburden program, bacterial endotoxin test (bet) at different steps of manufacturing and to the fg product, and validated overkill approach sterilization cycle to prevent this type of events. Instructions for use (IFU) addresses possible complications such as infections. For information purposes, product IFU contains the following statements in the adverse events section. ¿adverse events. Possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation. In clinical evaluations involving 1096 patients, postoperative wound infection rates for duragen were reported at approximately the same rate as the control group. Postoperative cerebrospinal fluid leaks were reported in 3 of 67 patients who underwent intradural posterior fossa procedures. Macroscopic evaluations revealed minimal adhesion formation only when there was significant disruption of the pia-arachnoid. There were no reports of graft encapsulation, neomembrane formation or foreign body reactions. There were no reports of graft rejection at histology.¿

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A clinical risk specialist inquired about concerns related to a reported postoperative infection following a surgical procedure with duragen plus dural regeneration (product ID dp1022). The specific organism of concern is mycobacterium fortuitum. Additional information has been requested.